Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation procedure with a re-processed ep diagnostic catheter dynamic xt steerable decapolar large catheter and the catheter curve was stuck in a deflected position with full tension on curved tip and could not be relaxed. Additional information was received on 1/23/2020 that the device is no longer available. Therefore, we could not confirm the deflection issue because the product said to be involved was not received for evaluation and visual and functional inspections could not be performed. A manufacturing record evaluation was conducted for the finished device lot 2098242 and no non-conformances were identified. Once/if device is received, the complaint will be re-opened and a complete evaluation will be conducted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a reprocessed ep diagnostic catheter dynamic xt steerable decapolar large catheter and the catheter curve was stuck in a deflected position with full tension on curved tip and could not be relaxed. A new dynamic decapolar catheter was used to complete the procedure and the intent of the procedure was not altered as a result of this event. There was no patient consequence.